Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Device was discarded. Three different lot's were used. It is not known which lot broke - k390261, k149293, k299157.

Event description:
Wire broke off inter-operatively. No further info known at this stage. Tip of wire left in pt, rest of operation continued as normal. No adverse consequences to the pt because of the tip being left in the pt. The rest of the wire was not kept, rather it was disposed of with the sharps waste.